Event description:
The service report shows that vent has no audio alarm. The customer support engineer (cse) verified that there was no audio alarm. The cse reported that after opening the console assembly the alarm started to function and the reported condition could not be duplicated. The unit passed extended self testing. The audio alarm was replaced.